Manufacturer narrative:
D9 - date returned to manufacturing date-3/13/2024. One device was returned for evaluation. The device passed functional testing. Visual testing was not performed. The customer's reported problem was verified as it was due for preventative maintenance. The root cause was unknown. Preventative maintenance was performed, calibrated and cleaned on the device. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during testing, the unit was not working properly. No patient involvement. No harm.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 - other: device has not been received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.